Event description:
The customer received questionable results from coaguchek xs meters serial number (B)(4). Of the data provided for two comparisons, only one comparison was discrepant. The result from the meter was 4.0 inr and the result within one hour from a laboratory using dade innovin reagent was 3.0 inr. There was no allegation of an adverse event. The therapeutic range was 3.0 to 3.5 inr. The patient had no hematocrit concerns, no other blood thinners, and no antiphospholipid antibodies. The customer meter and test strips were received for investigation. The returned test strips were tested with comparable retention test strips on internal reference meters. Additional measurements were performed with masterlot #28632180 (recalibrated lot to rtf/09). Testing results: qc 1: 2.5 inr; qc 2: 2.5 inr; qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.0 - 3.0 inr). All measurements were without error messages. Retention test strips (lot 286323) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The result alleged by the customer was not observed in the meter¿s patient result memory. No information was provided in the complaint case that would point to a cause for the result discrepancy.